Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that that sensing was 10.4mv and threshold was 0.8v. This ICD system remains in service. It was at the physician's discretion regarding continued monitoring. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.